Event description:
It was reported that during an angioplasty procedure in the right common iliac, the pta balloon allegedly ruptured. It was further reported that the balloon was allegedly stuck and detached from the catheter upon removal. Reportedly, medical intervention was required to remove the detached segment from the patient within a different access site using a snare device. There was no reported patient injury. The patient was reportedly discharge post procedure.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and the balloon was noted to be circumferentially ruptured with only the proximal portion of the balloon remaining. The inner lumen was noted to be broken and detached near the proximal end of the balloon. The distal portion of the inner lumen and the distal portion of the balloon were not returned. No other anomalies were noted to the device. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported balloon rupture, as the balloon was noted to be circumferentially ruptured with only the proximal portion of the balloon remaining. The investigation is confirmed for the balloon and inner lumen detachment, as the distal portion of the inner lumen and the distal portion of the balloon were detached from the device and not returned. The balloon rupture likely led to the detachment issues. However, the definitive root cause for the balloon rupture, balloon detachment and lumen detachment could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an angioplasty procedure in the right common iliac, the pta balloon allegedly ruptured. It was further reported that the balloon was allegedly stuck and detached from the catheter upon removal. Reportedly, medical intervention was required to remove the detached segment from the patient within a different access site using a snare device. There was no reported patient injury. The patient was reportedly discharge post procedure.